Event description:
It was reported that the end user was driving down a ramp and did not tilt enough and flipped out of a powered wheelchair. The user went to the hospital with a broken a1 vertebra. Should additional relevant information become available, a supplemental report will be submitted.